Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A review of the fault logs did confirm the occurrence of the alarm. The company service territory manager reset the intra-aortic balloon pump (iabp) and did not observe any failures. The iabp passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave had a boot up failure. The cardiosave generated the alarm power up test fails code #14. No patient involvement reported. No adverse event reported. The customer did not report when the event occurred.